Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This investigation is ongoing.

Manufacturer narrative:
The evaluation has been completed. One opened se5425wvb pack from lot x4144 was returned. The expiration date on the label is 2024-oct-03. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible all over the cutter, needle. The cutter looked used, as there was fluid in the lines. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris elite system. The cutter did not cut. The inner needle was binding up, preventing cutting and aspiration. It should be noted that a bent needle could contribute to poor cutting performance due to friction and binding between the inner and out needle assemblies. Due to the returned condition, and evidence of use, the root cause of the bent needle cannot be determined. This investigation is complete.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The user facility reported the cutter stopped cutting, but continued to aspirate.

Manufacturer narrative:
Correction: d4 UDI number.